Event description:
The event is reported as: complaint alleged issue: "the water leak was found at the connection of return tube to the adaptor." Defect was discovered during use on a pt receiving nebulization treatment. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.